Manufacturer narrative:
The device, intended for use in treatment, has been returned and evaluated. The visual evaluation reported no defects. The functional evaluation found that the device failed to power-up; could not start up correctly free from critical errors, could not control negative pressure, establishing a relationship with the event reported. The root cause was identified as a defective mainboard. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. The complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was found unable to start up correctly and generate negative pressure due to the mainboard being defective. No patient was involved because this was found during service and repair.